Manufacturer narrative:
The user reported bleeding from the insertion site and that the sensor came out of the site. Multiple attempts were made to reach out to the user to gather additional information. However, no response was received. Thus, no further actions were possible for this complaint. Upon review of dms, the user has not been using the system since 30-oct-2025 at 9:41 pm, since the sensor came out of the insertion site.bleeding from insertion/removal site is a known and anticipated potential adverse effect. B4.date of this report 25 dec 2025. G3.date received by the manufacturer? 25 dec 2025. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 22.

Event description:
Senseonics was made aware of an incident where user reported about bleeding at insertion site and the sensor came out of the incision site. Upon review of dms, the user has not been using the system since (B)(6) 2025 at 9:41 pm, since the sensor came out of the insertion site.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.